Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.